Manufacturer narrative:
Continuation of medical devices: 6945 lead implanted (B)(6) 1998 product event summary : the proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. No patient complications have been reported as a result of this event.